Manufacturer narrative:
Qc was within specifications before the event. A system check conducted in 2007, after the event, passed. The sample was collected in an ER, in a plastic, bd lithium heparin tube with gel separator and was centrifuged at 3,000 rpm for 10 minutes at ambient temperature. Pre-analytical sample handling was discussed with the customer and they agreed to address this issue. A field service engineer (fse) was dispatched to the customer's lab: the fse verified the instrument per type I verification testing. The fse performed a low-end qc 50-point precision run and obtained good results. The fse verified the instrument. In a follow-up with the customer on 11/26/2007, the fse stated that the instrument was performing well. Sample integrity was discussed again and customer agreed that bd site training would be beneficial. Although pre-analytical sample handling may have contributed to this event, a clear root cause has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter, inc. (Bci) regarding an erroneously high troponin (accu tni) result that was generated by the synchron lx I 725 instrument for a single patient sample. A patient sample was tested for accu tni and a result of 0.55ng/ml was obtained. The result was not reported out of the lab and was questioned because the lab information system (lis) delta check reviewed previous patient results. The customer retested the original sample and the repeated accu tni result was 0.00ng/ml. The sample was retested once more and two (2) results of 0.00ng/ml were obtained. Accu tni result of 0.00ng/ml was reported out of the lab. The customer did not receive any report of injury requiring medical intervention or change to patient treatment attributed or connected with this event.